Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08jan2020.

Event description:
The customer reported a ventilator with an unknown noise. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 09jan2020. B4: 15jan2020. The manufacturer's field service engineer confirmed the reported problem as a noisy blower. The manufacturer's field service engineer replaced the blower assembly to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.